Manufacturer narrative:
Insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime alarm, force sensor test and excessive no delivery test. Insulin pump received with cracked reservoir tube lip noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The blood glucose was over 500 mg/dl at the time of incident. The current blood glucose level was 245 mg/dl. The customer treated with manual injection. The customer declined troubleshooting for high blood glucose. The insulin pump will be returned for analysis.